Manufacturer narrative:
(B)(4). The reported issue of the kit being labeled incorrectly was confirmed during the complaint investigation. A pr-35541-hphnm kit was returned for evaluation. The paper blank sticker on the kit states that the kit contains a PICC with chloragard, however the lidstock does not. The paper blank sticker on the kit is a pb-04000-100a. The bill of material for the kit states that the correct paper blank sticker to use is pb-03000-100a; therefore, the incorrect paper blank sticker was used during packaging. The manufacturing facility has initiated a non-conformance to further investigate this issue.

Event description:
It is reported, via territory manager, that the product labelling was incorrect.the label of the plain PICC (no chloragard) says "with chloragard technology" - label on the outside of the kits. No patient involvement.